Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, the screw was successfully inserted. However, during final tightening, the screw cross threaded. The surgeon replaced the screw and was able to complete the procedure with no further issues. No patient complications were reported.

Manufacturer narrative:
Analysis of the returned device shows macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is noted on both returned set screws and mas, consistent with set screw misuse due to misalignment of the mas head and set screw threads during construct assembly.